Event description:
Device #2 malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure after an interventional procedure. Reportedly, an unspecified device failure occurred. The device was removed and a second proglide was used with the same results. A third proglide was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info. Device #1 proglide, part# 12673-03, lot # 63017-6h is being filed under medwatch MFR report number: 2953144-2008-01422.